Event description:
The manufacturer received information from customer with reference to a ds2adv auto CPAP with an allegation of device not powering on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center, after evaluation it was observed the device does not power on and pca is burnt. The customer complaint was reproduced. There was no error identified. The device was scrapped.